Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP , bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged of having breathing issue. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging breathing issue. There is no allegation of serious or permanent harm or injury. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam degradation. During the evaluation, particles in air path were observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was no error code found. The third-party service center concludes that they could confirm the customer's allegation and there was visible foam degradation and unit got scrapped. Evaluation method code, component code grid, evaluation results code and conclusion code grid has been updated. Recall (z) number was updated in this report.